Event description:
A report was received that the patient's pocket was uncomfortable. The physician believed that the ipg was moving freely in the pocket and resting on the spinous process causing discomfort. The physician repositioned the ipg and the patient was reportedly doing fine.